Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2: date of submission 06/01/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/15/2015 with the following findings: the last basal delivery was on 04/04/2015. The reported date from 6/17/2014 was overwritten. The total daily dose added up and equaled the programmed basal rate target. Ez-prime steps were performed correctly and the pump reflected 24u after a 24hr on 1u/hr basal duration test. There were no errors, alarms or warnings during the investigation. The product delivered within specification. Unrelated to the original complaint, the battery compartment was cracked. Also unrelated, the display contrast was dim and reddish.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had ¿high blood sugars¿ (bg). It was reported that the patient experienced an unknown bg over 250 mg/dl with no symptoms reported. There were no further details provided and the reporter could not be reached for additional information. The patient¿s blood glucose readings do not meet animas¿ criteria of a serious injury. This complaint is being reported because the alleged issue remained unresolved at the time of the call.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).